Event description:
It was reported by the aci sales professional that the balloon from a mynxgrip vascular closure device 6f/7f did not hold pressure during the device and balloon preparation on (B)(6) 2013. The device was not used in a patient. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 2.5mm from the balloon proximal tip. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1308708) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.